Event description:
It was reported on (B)(6) 2025 patient stated they were having a burning sensation and shocking while wearing the mcot sensor - 3.0. Patient reported the related components that were involved was the sensor and the universal patch. Patient was performing normal activity during the event and attempted placing on a new patch but with no resolution. Patient has removed the device on (B)(6) 2025 but have been having the issue occur for a week. Additional information received on 07 march 2025 patient reported the symptoms improved after removing the device but has remnants of burn marks on the skin and the muscle was tender. Patient has not experienced the symptoms prior to wearing the device. Patient reported taking a shower according to the directions and covered the device to prevent water damage. Patient also stated they were not showering at the time of the event but notice moisture under the patch when removing the device after 5 days and had the sensation all week. Patient did not report having any implantable medical devices. There was no reported additional electronics in use at the time of the event. Patient was unable to provide the frequency of shock occurrence while wearing the sensor. There was no reported significant difference in the visual appearance or changes to the universal patch when removing it. Additional information received on 08 march 2025 that patient reported arriving to the emergency room (ER) and was treated for the skin irritation with oral steroids and ointment.

Manufacturer narrative:
It was reported that the patient expereinced a skin irritation that caused reddness and burns with the electrode - patch - universal 2 channel. The electrode - patch - universal 2 channel was not returned for device evaluation. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. Patch - no contributing factors were identified. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.